Event description:
It was reported that the customer had issues with the sensor. She received sensor and calibration error alarms. Her current blood glucose level was 298 mg/dl but her blood glucose level previously dropped to 50 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used reservoirs were inspected and a bicarbonate buffer test was performed. Both sensors failed per specification with high readings.